Manufacturer narrative:
(Required secondary intervention) lack of info (no films were received, unable to confirm figure 8 marker position).

Event description:
A talent stent graft system was implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the figure "8" marker on the contralateral limb stent graft was a centimeter lower than expected. This resulted in the stent graft being deployed higher into the contralateral gate; however, this did not affect blood flow within the flow divider. Another talent iliac stent graft was required to be implanted distally to achieve the required fixation. There was good outcome and the pt is fine.